Manufacturer narrative:
Device evaluation: the fs-oa-10 device of lot number c1712114 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Image review: n/a. Document review (including IFU): prior to distribution fs-oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . A review of the manufacturing records for fs-oa-10 of lot number c1712114 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1712114. Ifu0096 states ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks¿ there is no evidence to suggest the user did not follow the instructions for use. Root cause review: a definitive root cause could not be determined due to limited information and the device not being available for evaluation. A possible root cause could be attributed to user technique. Engineering input stated that excessive force by the user whilst advancing the device may have caused the leur lock to break as the device was inspected for damage prior to use so it cannot have been damaged during transportation. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to an update to the imdrf coding and investigation conclusions. Annex a code (med device problem code) updated from a2303: improper or incorrect procedure or method to a0401: break. Additional annex b code (type of invest) added: b17: device not returned. Annex c code (invest finding grid ) updated from c070601: deformation problem to c13: operational problem identified. Annex d code (invest conclusion desc) updated from d1101: failure to follow. Instructions to d02: cause traced to component failure.

Manufacturer narrative:
Device evaluation the fs-oa-10 device of lot number c1712114 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Prior to distribution fs-oa-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oa-10 of lot number c1712114 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1712114. Ifu0096-1 states ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks¿ there is no evidence to suggest the user did not follow the instructions for use (ifu0096-1). Image review ¿ n/a. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to opening of the packaging causing damage. It is also noted that ¿unfortunately, the staff member is no longer there and the info isn¿t available. If I can remember correctly, I believe it was the hub that was broken¿ summary the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Per rep - (B)(6) 2020 - the metal piece inside of the leur lock handle/guiding catheter broke. They were then unable to advance the stent into place. The removed the device and successfully completed the procedure with another device of the same type. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. The rep has provided the answers to the following questions. (B)(6) 28aug2020. What type and size stent was used in the procedure? Cotton-leung 10-7 was the stent and sleeve introduced tapered tip first onto the device? Yes. What wire-guide technique was used was it the short or long wire? Long wire was the luer lock fitting disconnected from the introducer when a sufficient portion of the guiding catheter was above the stricture prior to positioning the stent? Yes was any damage noted to the pushing catheter or stent after the procedure? No. The damage to the pushing catheter and guiding catheter on the back end (with the endo tech) was broken before placement of stent. Was the guiding catheter lubricated with a water soluble lubricant? Unknown. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: placement. Device placement. Device removal. Observation prior to patient contact. 2.1.2 please indicate where the device was stored prior to use. Stock room 2.1.3 *what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* cook .035 met 2. 2.1.4 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Yes. If yes, please indicate the procedure performed. Sphincterotomy and balloon sweep 2.1.5 *was the wire guide inspected for damage prior to use?* unkr. 2.1.6 was the device at the center of the complaint inspected for damage prior to use? -yes. 2.1.7 did the patient involved exhibit altered anatomy or tortuous anatomy? No. 2.1.8 *if not with the device in question, how was the procedure finished?* another device of same type. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? Yes. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? -olympus ercp scope, unknown model #, unknown channel size. 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Common bile duct. 2.2.5 *was resistance encountered when advancing the wire guide to the target location?* unkr. 2.2.6 *was the stricture dilated prior to placing the device?* no. If so, please indicate what device(s) were used. 2.2.7 *was resistance encountered when advancing the introduction system in place to the target location?* unkr. 2.2.8 *was resistance encountered when advancing the stent through the obstructed area?* did not get that far. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? -stent was not placed with this introduction device / it was verified after placed with the second device. If yes, please describe how. Viewed endoscopically. 2.2.9 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. It was not. 2.2.10 did any section of the device detach inside the endoscope or patient? No. 2.2.11 if the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). N/a. 2.2.12 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. None. 2.2.13 were any modifications made to the complaint device or accessories used with the device in this procedure? For example guiding catheter. Shortened. No. If so, please indicate the modifications and why they were necessary.